Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: they put the device in the patient and decided they wanted a longer piece and took it out. They thought it would be good to use the device as a teaching opportunity. The physician deployed product on the back table. After all trigger wires were removed, the device remained constrained. There was a suture that should pre-form; however, it did not expand. It was constrained. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Summary of investigational findings: the complaint states that the zta-p-42-173-w device was introduced into the patient, but was removed again because another size was desired. The device was afterwards deployed outside of the patient (for teaching purpose) and the wires were removed but the stent graft was constrained. The complaint stent graft was returned fully expanded. The investigation of the stents and the sutures showed no signs of damage. As the stent graft was introduced into the patient, withdrawn and then deployed outside the patient, it is possible that blood might have clotted inside the sheath and restricted the expansion of the stent graft. However, images of the constrained stent graft are not provided, information about the deployment procedure is limited and since the stent graft was returned expanded, it would be inappropriate to speculate at what may or may not have caused the stent graft to be constrained. Cook medical will reopen the investigation if further information is received. No evidence to suggest that the device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.